Manufacturer narrative:
The company rep examined the system, verified system messages in the event log consistent with bubbles in the line, but was unable to duplicate the customer reported event. The system was then tested and met product specifications. No samples was returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause is unk at this time. An internal investigation has been opened to address the issue of bubbles in the fluid path. (B)(4).

Event description:
A customer reported during a procedure, a system message displayed regarding bubbles in the line. The system was exchanged to complete the case without harm or injury to the pt. Additional info has been requested.